Event description:
Right knee swelling [swelling of r knee] . Right knee pain [aching (r) knee]. Knee aspirated [effusion (r) knee] . Case narrative: the case is cross-linked to (B)(4). Initial information received from united states on 25-oct-2019 regarding an unsolicited valid serious case received from a healthcare professional. This case involves a 52 years old male patient who experienced pain and swelling, knee aspirated (latency unknown), while she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medication was provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate, injection, 6 ml dose via intra-articular route once at a dose of 6ml (lot -9rsl010, expiration- 31-mar-2022) used for knee pain in both knees. It was reported that only right knee had reaction. On an unknown date in 2019, after unknown latency, patient had pain and swelling. Patient was called back in office, knee aspirated, and cortisone injection was given. (Seriousness criteria- intervention required). Patient was doing better. Action taken: not applicable for all events. Corrective treatment: cortisone injection for pain and swelling; aspiration and cortisone for the knee was aspirated. Outcome: recovering/resolving for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc one. Batch number: 9rsl010 global ptc number: (B)(4). The production and quality control documentation for lot 9rsl010 expiration date (2022-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot, frequency analysis for lot 9rsl010 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2019, there were 8 complaints on file for lot # 9rsl010 and all related sub-lots: 8 complaints were on file for lot# 9rsl010: (1) package damaged, (1) plunger defect, (1) foreign matter, (5) adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required final investigation complete date: (B)(6) 2019. Additional information received on 05-nov-2019 from other healthcare professional. Investigation summary received and ptc results added.

Event description:
Right knee swelling [swelling of r knee]. Right knee pain [aching (r) knee]. Knee aspirated [effusion (r) knee]. Case narrative: the case is cross-linked to (B)(4) (cluster). Initial information received from united states on 25-oct-2019 regarding an unsolicited valid serious case received from a healthcare professional. This case involves a (B)(6) male patient who experienced pain and swelling, knee aspirated (latency unknown), while she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medication was provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate, injection, 6 ml dose via intra-articular route once at a dose of 6 ml (lot -9rsl010, expiration- 31-mar-2022) used for knee pain in both knees. It was reported that only right knee had reaction. On an unknown date in 2019, after unknown latency, patient had pain and swelling. Patient was called back in office, knee aspirated, and cortisone injection was given. (Seriousness criteria, intervention required). Patient was doing better. Action taken: not applicable for all events. Corrective treatment: cortisone injection for pain and swelling; aspiration and cortisone for the knee was aspirated. Outcome: recovering/resolving for all events. A product technical complaint was initiated, and results were pending for the same.